Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 228 mg/dl, 199 mg/dl, hi (greater then 600 mg/dl), and 501 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.